Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged power supply) has been confirmed. Upon evaluation the charger/modem's power brick connector was defective. The root cause of the defective power brick connector could not be positively identified. No adverse event resulted from the defective power brick connector. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (would not power up) has been confirmed. As received, the charter/modem would not power on. The cause of the problem has been isolated to the computer analog (ca) board sn (B)(4) flash components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective components.

Event description:
A (B)(4) distributor contacted zoll customer support to report that two battery charger/modems' power supplies had failed and they would not power up.